Event description:
Three days following a stage one implant, the pt developed a fever and was placed on IV antibiotics. Negative cultures were obtained from the device implant pocket site and the primary location of the infection was not known. However, the lead was removed at that time. The infection resolved and re-implantation is anticipated in the future.